Manufacturer narrative:
(B)(4). Batch n91a6j. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the blade had no apparent damage and was not broken off as reported by the customer. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the min hand control button was nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and the electrical traces of the min hand control button were found to be damaged. This resulted in the min hand control button to be nonfunctional. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy procedure, the surgeon found the harmonic blade broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.